Manufacturer narrative:
(B)(4). D10: cat: 802403603 lot: 3219869 constrained head. G2: foreign ¿ australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one day post-implantation, the patient underwent a hip revision due to dislocation to change the version of the cup and increase offset in the head. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h3; h6. The following sections were corrected: h4. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and review of the available records identified the following: left total hip arthroplasty with radiolucent acetabular component and superior and likely posterior dislocation of the femoral head. A definitive root cause cannot be determined. This complaint can be confirmed via the x-ray provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.